Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker exhibited low pacing impedance. Programming changes were discussed but not made. There were no patient consequences and the patient will continue to be monitored.